Event description:
Treatment of a supraclinoid right aneurysm. It was reported that the pipeline was not fully opened distally after deployment. A balloon was used to improve wall apposition, but the pipeline was found to be foreshortened to cover the aneurysm neck and was retrieved from the patient.no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4)